Event description:
The customer reported that the system intermittently failed to allow diagnostic imaging upon boot up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The di errors were examined in the error log. No further conclusion can be drawn as further repair info is unavailable and no add'l service info was provided.